Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment; the device would not start up with the original user battery. It was also noted that the device failed multiple incoming tests, including current drain, back light, battery removal, amplitude, and the battery low indication light was blinking. Furthermore, the device passed final testing with the original main board and a new liquid crystal display (lcd), although no new ldcs were available for extra parts; device will be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after two hours of use on a patient with new batteries, the external pulse generator (epg) switched off by itself; a different epg was used. The epg has been returned for repair. No patient complications have been reported as a result of this event.